Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that on (B)(6) 2018, a uterine artery embolization (uae) procedure was completed in attempts to stop severe pelvic bleeding caused by a myoma. On (B)(6) 2018, the patient re-visited the outpatient department demonstrating symptoms of pyrexia, chills, and lower abdominal pain. An infection had developed 1 month after the embolization procedure was completed and the patient was prescribed antibiotics. On (B)(6) 2019, myoma expulsion occurred. On (B)(6) 2019, in-patient treatment was administered. Half of the patients myoma lesion was removed by ligation and the remaining half moved back into the patient's uterus. On (B)(6) 2019, the patients laboratory values returned to normal. The patient had recovered from the infection.